Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 at 11.38 am. The customer blood glucose level was 467 mg/dl at the time of incident and 487 at the time of hospitalized. The customer was assisted with troubleshooting. The customer was treated with insulin drip, manual injection and fluids. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The device will not be returned for analysis.